Event description:
It was reported that; during plif surgery using cage, one of the cages protruded to the anterior side upon final impaction. Since the protruded cage was unable to be removed from posterior side, removal surgery is scheduled in the near future.

Manufacturer narrative:
Device history review, complaint history review, risk assessment; the customer reported event was confirmed via email correspondence. Product is not returned, as is still implanted therefore product evaluation could not be performed. X-ray images were not provided due to hospital policy. No revision surgery has been performed and no adverse consequences has been reported. Manufacturing history review was performed and no relevant manufacturing issues were identified. Based on the information and the risk file review, it is likely that the reported protrusion of the cage is due to excessive impaction force applied during the insertion of the cage into slightly short disc space.

Event description:
It was reported that; during plif surgery using cage, one of the cages protruded to the anterior side upon final impaction. Since the protruded cage was unable to be removed from posteior side, removal surgery is scheduled in the near future.